Manufacturer narrative:
The pump was received with normal operating currents and passed the self test, unexpected restart, rewind, basic occlusion, prime and displacement tests. However, the pump was received stuck in a motor error loop during the bolus / basal delivery. Unable to confirm the motor position encoder error alarm due to an overwritten history file with alarms that were due to a corrupted history file. The motor was tested outside the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump had minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating high blood glucose readings and a motor error alarm from the insulin pump. The customer's blood glucose reading was 425 mg/dl. The customer treated with manual injections. The customer stated that she tried to get the pump to rewind 3 times and it would go into motor error. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that there was a motor position encoder error in the alarm history. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.